Manufacturer narrative:
The product was discarded and will not be returned; therefore, no product analysis can be performed. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the valve dislodged. Snaring was attempted during the implant procedure. However, it was unsuccessful as only one paddle was snared and the valve could not be repositioned into the aorta. The valve was explanted and a surgical valve was implanted two days following the initial valve implant procedure. No additional adverse patient effects were reported.